Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jun-2021, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 07-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient mentioned he had talked with his healthcare provider and they told him "the wire in my left side has migrated up and it feels like there is 1 or 2 bumps at the implant and that's just been in the last 3-4 months that I feel like two bumps instead of one". He says this was on (B)(6)when he met with manufacturer representative and healthcare provider when this was discovered and it seems one more bump has shown up. The patient was redirected to their healthcare provider to further address the issue.